Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: 1a 175 warning ¿partial delivery, user cancelled by pressing a pump button¿ observed in black box on 8/9/13 at 8:24pm. Partial boluses observed in bolus history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No damage found to the keypad. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, no evidence of contamination found under button contacts.

Event description:
On (B)(6) 2013, the lay user/patient contacted animas alleging that the subject pump was not completing and/or canceling boluses. The patient informed the animas representative that she did not feel the pump was not delivering the boluses because her blood glucose (bg) would remain elevated after bolusing with the pump; however, when she administered insulin via syringe her bg would go down. At the time of the call, the patient reported having a high bg of 425 mg/dl with symptoms of vomiting, positive for ketones, diarrhea and feeling sweaty. The patient reported administering bolus using ezcarb menu and then adding an additional 25-30% to bolus using injection. At the time of the call, the animas representative noted that the patient¿s bg was coming down. The patient reported last reading of 350 mg/dl. At the time of troubleshooting, the patient refused to disconnect from the pump or to change her infusion set. The patient informed the animas representative that she couldn¿t afford to keep changing sites. Review of bolus history revealed that all boluses administered on (B)(6) 2013 were completed. The animas representative did note record 6 indicated 0 of 7.45 units cancelled. The patient claimed she does not use meter remote and denied hitting any of the keys on the pump¿s keypad that would have cancelled the bolus. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The subject pump could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.